Manufacturer narrative:
The report we received indicated that the balloon would not inflate in the tortuous, calcified right coronary artery lesion. There were no reports of adverse effects to the patient. The product will be returned for evaluation and testing. Additional information will be submitted 30 days from receipt.

Event description:
Balloon would not inflate.